Event description:
This was filed to report the clip diving medial, the suspected single leaflet device attachment, heart failure symptoms, and recurrent mitral regurgitation. Patient ID: (B)(6), it was reported that on (B)(6) 2021 the patient with mr grade 4 underwent the mitraclip procedure. Imaging was difficult. The patient had a rotated heart, restricted posterior leaflet and extreme respiratory variation. During the procedure, the ntw mitraclip dove medial once it was positioned under the valve and was unable to be extracted, therefore, it was deployed on the commissure. Afterwards, the shaft of the clip delivery system was able to be straightened. All steps were performed according to the device instructions for use. Two mitraclips were implanted reducing mr grade to 3. On (B)(6) 2021 the echocardiogram showed the ntw mitraclip is mobile on the anterior leaflet. On the next day's echocardiogram, it showed that the ntw clip may be a single leaflet device attachment. Mr returned to grade 4. The physician will re-assess the patient's symptoms and the severity of the mr as an outpatient as the family declined to prolong the hospitalization. The patient was discharged home on (B)(6) 2021. The patient may need to be referred to cardiac surgery for consideration of a mitral valve replacement surgery. On (B)(6) 2021 the patient was re-admitted to the hospital with congestive heart failure symptoms, shortness of breath, and bilateral lower extremity edema. Medication was administered. Subsequent to the previously filed report, additional information was received that on (B)(6) 2021 the patient presented to the emergency department with increasing bilateral lower extremity edema with some lower extremity discomfort. The patient also had some mild shortness of breath, but no chest pain and no palpitations. The patient was judged to have acute on chronic combined congestive heart failure and acute kidney injury. Lasix was administered intravenously. Labs were drawn and an electrocardiogram was performed. The patient was to be admitted to the hospital but left against medical advice. In the physician's opinion, the heart failure from (B)(6) 2021 is not related to the mitraclip device. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda, unintended movement and poor image resolution appear to be related to patient morphology/pathology. The reported recurrent mr appears to be a procedural condition of the slda. The dyspnea appears to be a cascading effect of the heart failure. The pain appears to be related to the swelling/edema. However, a cause for the heart failure and swelling/edema cannot be determined. Mr, heart failure, dyspnea, swelling/edema and pain are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and medication required were results of case-specific circumstances there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. A cause for the renal failure cannot be determined. Renal failure is listed in the instructions for use as known possible complication associated with mitraclip procedures. There remains no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous report, the additional information was received: the (B)(6) 2021 heart failure and acute kidney injury event is deemed device related. The patient returned on (B)(6) 2021 with shortness of breath and bilateral lower extremity edema. The patient refused treatment. Treatment options were discussed, and the patient agreed to palliative care, discharged with hospice.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
Patient ID: (B)(6). This is filed to report the clip diving medial, the suspected single leaflet device attachment, heart failure symptoms, and recurrent mitral regurgitation. It was reported that on (B)(6) 2021 the patient with mr grade 4 underwent the mitraclip procedure. Imaging was difficult. The patient had a rotated heart, restricted posterior leaflet and extreme respiratory variation. During the procedure, the ntw mitraclip dove medial once it was positioned under the valve and was unable to be extracted, therefore, it was deployed on the commissure. Afterwards, the shaft of the clip delivery system was able to be straightened. All steps were performed according to the device instructions for use. Two mitraclips were implanted reducing mr grade to 3. On (B)(6) 2021 the echocardiogram showed the ntw mitraclip is mobile on the anterior leaflet. On the next day's echocardiogram, it showed that the ntw clip may be a single leaflet device attachment. Mr returned to grade 4. The physician will re-assess the patient's symptoms and the severity of the mr as an outpatient as the family declined to prolong the hospitalization. The patient was discharged home on (B)(6) 2021. The patient may need to be referred to cardiac surgery for consideration of a mitral valve replacement surgery. On (B)(6) 2021 the patient was re-admitted to the hospital with congestive heart failure symptoms, shortness of breath, and bilateral lower extremity edema. Medication was administered. No additional information was provided.